Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in pacing lead impedance, high pacing threshold, and noise were observed. No further information is available.